Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the hospital had a zimmer pulsavac plus battery pack exploded on them. This occurred after they had removed this pack from the device and left it on the side. Additional information received stating "the battery pack was cut from device and left in theatres overnight. Staff member noticed this the following morning and went to open the pack. Upon opening, the batteries were leaking acid and one battery exploded. Battery acid went over the nurse, but fortunately resulted in no harm." There was no report of problem during use.